Manufacturer narrative:
An initial investigation has taken place at olympus (B)(4), which has confirmed that a transducer has become detached from the underside of the tank and that the adhesive which bonds the transducer to the tank has a burned appearance. Keymed are awaiting the return of the subject device. Once this happens a full investigation will take place.

Event description:
The olympus endosonic ultrasonic cleaner is a product which enables the cleaning of olympus endoscopic accessories and ancillary equipment by qualified technical or nursing staff in the cleaning room of a medical facility where flexible endoscopic accessories are reprocessed. The items to be cleaned are placed in a purpose designed basket and then immersed in the endosonic tank, which is filled to the appropriate level with ultrasonic cleaning solution. The fluid is agitated ultrasonically to remove debris and contamination from the items. Following cleaning, the items must be reprocessed in line with their instructions for use. Keymed has been made aware of an event where during the cleaning process, the facility staff smelled something burning from the inside of the endosonic cleaner. There is no report of injury to patient nor user and this report is submitted in an abundance of caution.